Event description:
It was reported that the user accidentally scanned a libre 3+ sensor with the libre app instead of the ilet app, which resulted in the sensor becoming paired to another device and unavailable for pairing with ilet. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose and no medical intervention. Investigation included product use review and user education. Investigation of this case revealed use error during setup and that the sensor, once paired to the libre app, cannot be paired to ilet. It was concluded that the event was due to user error and is resolved through education to use an unpaired libre 3+ sensor and scan within the ilet app.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.